Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4) , was completed on october 25, 2016 which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer. Lot numbers were not recorded; therefore testing of retained samples can not be performed. The customer has accepted additional applications training. A site visit date will be scheduled with a bayer clinical support specialist. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. The site continues to use the avanta fluid management system after the reported event and following the bayer service system checkout.

Event description:
A bayer representative reported the following: a patient suffered a respiratory arrest attributed to an alleged air injection while connected to the avanta fluid management system during a neuro procedure. The customer provided limited exam information after multiple requests for additional details. Cardio pulmonary resuscitation (CPR) was immediately performed. The imaging evaluation was completed. The physicians associated with the procedure evaluated the patient post procedure and the patient was able to respond appropriately.